Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rainbow effect that the made screen hard to read. Customer's blood glucose level was 367 mg/dl. Customer reported that the insulin pump had motor error and they stuck in the rewind process. Customer was able to clear the alarm. Customer reported that the insulin was shot during priming. Customer was advised to discontinue the use of insulin pump and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify rewind anomaly, charge/battery last less anomaly, missing segments/partial display anomaly due to blank display. Device received with moisture damage motor, vibrator and battery tube assembly. Device received with minor scratched lcd window.